Event description:
The customer reported to olympus, the deflectable videoscope, hy-vision flexible camera was broken. There were no reports of patient harm associated with the event.

Manufacturer narrative:
The device was returned and evaluated. The evaluation found that there was an image blackout. In addition, the device evaluation found following findings: the control unit was damaged; the plastic distal end cover was deformed; adhesive on bending section cover (a-rubber) had a chip; due to wear of an angle wire, bending angle in up direction did not meet the standard value and due to looseness of insertion pipe, connection between insertion pipe and control unit was not secured. Scratches were found on the a-rubber, switch-3, universal cord and on the light guide-cover glass. The investigation is ongoing. Additional information has been requested regarding this event. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the reported damaged camera/image blacked out issue could not be determined, as the issue could not be reproduced during the device evaluation, however, it is believed that the issue may have been the result of dirty system electrical contacts. The event may be detected/prevented by following the instructions for use which state: chapter 3 preparation and inspection, 3.8 inspection of the endoscopic system describes the following warning. Confirm that the wli and nbi endoscopic images are normal. 1. Before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. 2. Observe the palm of your hand in the wli and nbi endoscopic images. 3. Confirm that light is output from the endoscope¿s distal end. (See figure 3.23). 4. Adjust the brightness level as appropriate. 5. Confirm that the wli and nbi endoscopic images are free from noise, blur, fog, or other irregularities. 6. Turn the angulation control levers slowly in each direction until it stops. 7. Confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities. Olympus will continue to monitor field performance for this device.